Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. Lot number not provided by the complainant, therefore, the manufacture date is not known. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. Should we receive the complaint device, a supplemental medwatch with the results of our analysis will be filed. Device history record (DHR) review could not be conducted for the disposable device as a lot number was not provided by the complainant. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).

Event description:
During the seating of a novasure device on a patient with a "small" uterus, two perforations occurred and were confirmed via hysteroscopy. The procedure was aborted. No treatment was provided and the patient was discharged. On (B)(6) 2011, the physician reported the patient was seen on follow-up and was "good".